Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 22.9 mmol/l. Nothing further reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.